Event description:
A report was received via social media that the spinal cord stimulator (scs) did not help with the patients pain and underwent an explant procedure. It was noted that the patient was experiencing back pain from the surgeries. No further information could be obtained.